Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during procedure the lead had high thresholds and impedance. The lead was not used. No patient complications have been reported as a result of this event.